Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There was no excessive no delivery alarm on the insulin pump. The device was received with cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window and missing end cap sticker.

Event description:
Customer reported via phone call high blood glucose and no delivery alarm. Customer's blood glucose level went as high as 400 mg/dl. Troubleshooting for no delivery was performed. Customer changed out their infusion set five times and saw a drip come out the reservoir. Customer then changed out the reservoir as well. Customer advised when they change out their set less than 1 day later they receive a no delivery alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.